Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found deteriorated foam particles. Additionally, the service technician also noted error codes present e055 err therapy queue full, e053 comp log sem timeout and e066 err stuck encoder b. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.